Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition.

Event description:
Type of procedure or technique used: posterior lumbar tlif t10-s2 with iliac fixation fusion . T was reported that on (B)(6) 2015, intra-op, while doing iliac fixation, the tip of the screw driver was broken trying to advance a screw. The product came in contact with the patient. No patient complications were reported.